Manufacturer narrative:
Upon receipt of the product, an eval showed that the housing was breached, exposing internal electronics, which is a safety risk. Eval summary: a visual examination of the power supply revealed the transformer housing is breached, exposing inner electrical circuitry. A visual examination of the cord revealed nothing unusual. The power supply was not able to be plugged in for testing due to the one of prongs being out of position. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer originally reported to customer service that her prong was sinking into the transformer housing. Upon receipt at medela, the transformer was inspected and found that the housing was breached and one prong was out of position.